Manufacturer narrative:
Only the pipeline was returned for analysis. The pipeline was examined and found fully open with one end was damaged. (B)(4).

Event description:
Treatment of an ica aneurysm. It was reported that the pipeline would not open distally during deployment and was removed from the patient. No patient injury reported.